Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of fluid leak was unable to be confirmed through analysis. Analysis identified a tear in the cuff shell, however, it is probable that this tear occurred during the explant procedure. However, the, the device instructions for use describes various scenarios which can result to urinary retention. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis of the cuff identified the buttonhole was torn, this tear commonly occurs during the explant procedure. The tear identified during visual analysis confirmed a fluid leak, there were no other leaks identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary retention is included as potential adverse event in the product labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing urinary retention and underwent a surgical procedure to revise his implanted artificial urinary sphincter (aus). Post removal of the aus implant, it was noted that there was a hole in the cuff causing fluid loss. The aus cuff, pump, and balloon were explanted and not replaced. The patient is expected to fully recover following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of fluid leak was unable to be confirmed through analysis. Analysis identified a tear in the cuff shell, however, it is probable that this tear occurred during the explant procedure. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis of the cuff identified the buttonhole was torn, this tear commonly occurs during the explant procedure. The tear identified during visual analysis confirmed a fluid leak, there were no other leaks identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing urinary retention and underwent a surgical procedure to revise his implanted artificial urinary sphincter (aus). Post removal of the aus implant, it was noted that there was a hole in the cuff causing fluid loss. The aus cuff, pump, and balloon were explanted and replaced. The patient is expected to fully recover following the procedure.

Event description:
It was reported that the patient was experiencing urinary retention and inflammation surrounding the device and underwent a surgical procedure to revise this implanted artificial urinary sphincter (aus). Post removal of the aus implant, it was noted that there was a hole in the cuff causing fluid loss. The aus cuff, pump, and balloon were explanted and not replaced. The patient is expected to fully recover following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of fluid leak was unable to be confirmed through analysis. Analysis identified a tear in the cuff shell, however, it is probable that this tear occurred during the explant procedure. However, the device instructions for use describes various scenarios which can result to urinary retention. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: upon receipt at our post market quality assurance laboratory, the returned cuff component was visually and microscopically inspected and tested for leaks. Signs of explant damage were noted in addition to a tear on the cuff pillow. Testing of the cuff identified a leak around the lateral area of the shell. Under microscope, the tear was consistent with sharp instrument damage as there were no signs of wear or fatigue. Based on the reported device issues occurring post-implant, information suggests this damage most likely occurred during the implant procedure. Inspection of the remainder of the device revealed no other damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary retention is included as potential adverse event in the product labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing urinary retention and underwent a surgical procedure to revise his implanted artificial urinary sphincter (aus). Post removal of the aus implant, it was noted that there was a hole in the cuff causing fluid loss. The aus cuff, pump, and balloon were explanted and replaced. The patient is expected to fully recover following the procedure.